Manufacturer narrative:
Investigation summary: complaint: 1-leakage, 2-air bubbles-air in line. Event description: on (B)(6), blood leaked and air got mixed during blood collection, hcp conducted re-puncture. Per review of the DHR it was concluded that all required challenges samples and testing was performed per specification in accordance with the set-up and in process sampling plans. Per review it was noted that there were no reject activity findings throughout the build of this lot that would impact upon the quality of the product. In process samples for adapter damaged-deformed (interior/exterior), damaged component and catheter leak test were performed on various stages throughout the process, all the inspections passed per specifications. No significant discoveries were found. No quality notifications were initiated during the production of the lot number associated with this incident. Received two 22ga units as follows: unit 1: a used 22g insyte autoguard catheter-adapter assembly connected to a 6ml single use syringe. Unit 2: a 22g insyte autoguard (full assembly) inside a sealed package from lot number 7097605. Visual/microscopic examination: unit 1: the unit revealed damage (slit/cut) on the adapter. Unit 2: no physical-mechanical damage was observed. Water/air leak test: unit 1: leakage was observed coming from damage observed on the adapter nose. Unit 2: no leakage was observed on any of the components of the unit received. Aspiration: using a lab provided syringe water/food coloring solution was aspirated through the catheter adapter assembly. Aspiration was not successful, air bubbles could be observed on the syringe. The unit revealed damage (slit/cut) in the adapter of one of the units received (unit 1). Investigation conclusion: damage (slit/cut) was found on the adapter of one of the units received (unit 1) which leaked during the performance of the water/leak test and aspiration could not be performed, air bubbles could be observed on the syringe. Confirmation of the failure experienced by the customer was conclusive based on the evaluation and testing performed in the laboratory. The failures the customer¿s experience were reproduced during the testing performed on the unit provided for this incident. Root cause description: although the failures experienced by the customer were confirmed, a definite source that caused the damage observed could not be determined.

Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a 22 g x 1 in. (1.3 mm x 30 mm) bd insyte¿ autoguard¿ bc shielded IV catheter leaked causing air to get into sample. No injury or medical intervention.